Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2020, the patient's blood glucose levels reached 459 mg/dl while wearing the pod for more than 48 hours on the abdomen. Patient called the doctor who told them to go to the emergency room. At the hospital the patient was placed on intravenous therapy with an insulin drip. Patient was released the next day. The patient's blood glucose history are as follows: time bg(mg/dl): 8:19 pm 459, 8:03 am 346, 3:11 pm 436 and his doctor told the customer to go to the hospital.